Event description:
Sorin group (B)(4) received a report that the stockert s5 system displayed error messages during a procedure. When the clinician acknowledged the messages, the control panel became unresponsive. Power cycling the control panel did not resolve the issue. The entire system was power cycled. After power cycling the system, the pumps began to function but the panel remained switched off. The entire system was replaced and the procedure was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group (B)(4) received a report that the stockert s5 system displayed error messages during a procedure. When the clinician acknowledged the messages, the control panel became unresponsive. Power cycling the control panel did not resolve the issue. The entire system was power cycled. After power cycling the system, the pumps began to function but the panel remained switched off. The entire system was replaced and the procedure was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.